Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/25/2023. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following additional information was received: after investigation, the needle broke during the sewing (the specific length of the broken end of the needle was unknown). The surgeon immediately looked for and found the broken needle, after checked the integrity of the needle, and confirmed that there was no residual foreign body in the patient's tissue, the surgeon used a new suture (the specific product information was unknown) to continue the surgery. The subsequent surgical operation went smoothly. No subsequent adverse events were reported.

Manufacturer narrative:
Product complaint #: (B)(4). Component code: g07002 - device not returned. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but was unavailable: did the needle fall into the patient? If yes, was the needle piece(s) retrieved during the same procedure? Were x-rays taken to locate the needle piece(s)? What measures were taken to retrieve the broken piece? Was there any additional tissue damage as a result of searching for the needle piece? - does a piece of the needle remain in the patient¿s tissue? If yes, are any plans in place to remove the needle piece in future? What tissue structure the broken needle was located? What is the surgeon's opinion of consequences to the patient? --contacted with the sales rep today via phone and the information requested is unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent trade name: irgacare®, active ingredient(s): triclosan, dosage form: suture/solid/parenteral, strength: = 275 g/m.

Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2023 and suture was used. During use on the patient it was reported that the needle was broken when it was used to sew the patient's subcutaneous fat. Changed another one to complete the tension-free hernioplasty for right inguinal hernia surgery. There were no patient consequences reported. Additional information was requested.